Event description:
Diabetic counselor reported that pt was hospitalized on (B)(6) 2011 with diabetic ketoacidosis, and pt was transported to the hosp by ambulance. Diabetic counselor reported the basal rates were set ¿very low¿ on the infusion device at 8 i.e. Per day, there was a large air bubble in the insulin cartridge or the infusion tube, the date was programmed wrong, there was liquid in the cartridge compartment of the infusion device, and only basal rates, not boluses, were delivered through the infusion device. The pt was not approachable and no further info was available. Infusion device was replaced and requested for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.